Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The device had been filled with benzylpenicillin 10800mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from october 22, 2019 - october 23, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; however, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted. Based on historical complaint analysis data, the most probable cause of the condition was due to a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.